Event description:
Per the audiologist, the patient reported chronic pain at the fixture site and had discontinued wearing the baha processor. The patient underwent a previous revision surgery (date not reported) for skin growing over the fixture but still had problems. Reportedly, the superior portion of the abutment is against the patient's hair line resulting, in his hair growing through much of the skin flap. There is also significant scarring around the site. Removal of the abutment, not the fixture itself was recommended. Reportedly, the patient does not want to continue using the baha device. Removal of the flange fixture is planned, but had not been scheduled at the time of this report.

Manufacturer narrative:
Labeling: the type of event is addressed in the device labeling.